Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: 694965 lead, implanted: (B)(6) 2007; a 5076-52 lead, implanted: (B)(6) 2007. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.